Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only available commercially outside of the united states.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. It was also reported that it was suspected of exhibiting premature battery depletion (pbd). Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further investigation.